Event description:
It was reported that there was a potential sterility breach on the packaging of the device, it was noted that there was a foreign particle in the pack on opening of the pack prior to use. No further information was provided.

Manufacturer narrative:
H6; the product reported involved in this event was returned for evaluation. On receipt of the product the reported issue of a sterility issue was not confirmed. However, the fiber thought to be a sterility concern was confirmed to be a characteristic of the form of the product. The product packing was returned in an opened state. Product evaluation of the returned product concluded that the fiber within the product pack was confirmed to be part of the product characteristic which is acceptable and meets product specifications. No product or sterility issue was observed in the product returned.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that there was a potential sterility breach on the packaging of the device, it was noted that there was a foreign particle in the pack on opening of the pack prior to use. No further information was provided.